Manufacturer narrative:
(B)(4).the device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter (B)(4) that a half day infusor device was found to be leaking. Therefore, the sterile fluid pathway was breached. This condition was discovered while the device was being packed. The device was filled with a solution, including 1 gram of desferrioxamine and 10mg of hydrocortisone, when this event occurred. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Event description:
A (B)(6) female with neurologic disorder was implanted with an action device on (B)(6) 2002. On (B)(6) 2010, the 13.0cm cuff and pump were removed and replaced using a 10.0 cuff, balloon and pump due to fecal incontinence, atrophy and device not working properly. It appears the old balloon was left in place and deactivated was not returned with the explanted cuff and pump.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a half day infusor device which was leaking was not confirmed nor duplicated during product evaluation. The device was visually examined for any signs abnormality; however, none were found. A leak test was subsequently performed, finding no evidence of a leak anywhere on or in the device. Therefore, no assignable cause can be given. This device is a single use device and will be discarded.a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.a trend review was performed showing an unfavorable trend year over year for reported complaints of leaks.